Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a revision surgery was performed, during which it a crack in the connecting tube of the cuff was identified. The cuff was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the component. Based on the information available and analysis results, the reported clinical observation of the device not working properly due to a crack in the connecting tube could not be confirmed.

Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a revision surgery was performed, during which it a crack in the connecting tube of the cuff was identified. The cuff was removed and replaced. There were no patient complications reported.